Event description:
It was reported that prior to implant the device was interrogated and the battery bar was gray with pre-implant indication. The gray bar was still present even after a second interrogation. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.